Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture¿. Device remains implanted.

Event description:
Healthcare professional reported "right side rupture¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, crystalline in the gel and cloudy in the gel. The unit is not rupture based on the device analysis the final assessment is: no issues found related with the manufacturing process.